Event description:
This is 1 of 2 reports for this event.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that during a procedure on an unknown day, a schanz screw could not fit through the fracture clamp, therefore could not be used for the procedure. Another part was available for use. Patient was not impacted. Surgery was not delayed. This event did not require additional medical treatment. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Additional product codes - kwp, kwq, mnh. Device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional part added: new information. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the complained device was forwarded to the responsible pd engineer/ manufacturer for evaluation; here is the feedback: indeed, the coupling shafts are out of specification. One cycle during manufacturing process was not carried out as intended. This condition was missed at final inspection. Device was used for treatment, not diagnosis.